Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 1am, the patient¿s cgm was reading low mg/dl while the bg meter was reading 160 mg/dl. The patient was also wearing a tandem insulin pump. The patient was feeling scared, dizzy, nauseous, and constipated. The patient went to the ER for evaluation. At the ER, the patient¿s bg meter reading was still 160 mg/dl while the cgm was reading low mg/dl. The patient was treated with unspecified pain medication, IV fluids, and had a CT scan done. The patient was also given an unspecified prescription to be taken at home but the patient declined to provide any details about what this medication was. The patient was discharged on (B)(6) 2026 around 5am. The patient was fine at the time of report. The reported glucose values fall within the c zone of the parkes error grid. The patient was taken to ed and it was reported that values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e1007 constipation.